Event description:
Upon interrogation, the device displayed eri. The voltage is 2.66 v, impedance is 2.4 kohm and the current is 44 ma. Pt is paced 45% with output at 2.5 v at 0.4 ms. The device is going to be explanted.